Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge did not fit fully onto the pump. Additionally, it was reported that insulin leaked from an unspecified area while the cartridge was being filled with insulin. Reportedly, the customer successfully loaded a new cartridge to address the event and insulin delivery was resumed. The customer did not know the blood glucose (bg) level at the time of report; however, reported bg was 128 mg/dl earlier in the morning.